Manufacturer narrative:
This record has been identified as a duplicate of manufacturer's report 1218950-2023-00805 same product, serial number, issue and site. No further investigation or reporting on this record.

Event description:
The customer reported that there is no sound on the monitor. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.